Event description:
It was reported that on patient underwent a plif at l4 to l5 .mas screws were inserted with the cbt technique. On (B)(6) 2015, post-op, the patient had neurological symptoms with postoperative pain, for which hematoma was suspected. The patient was placed under close observation at the time of reporting. The physician considered that the drain position could have been involved in the event onset. Reportedly, the drain was placed close to dorsal surface of the rod because in the cbt technique screws were inserted very close to a spinous process and a drain therefore could not be placed epidurally as usual (i.e., procedure using pedicle screws). The physician also suggested the possibility a hemostatic agent applied to the surgical site at the end of the procedure, remained even after irrigation and swelled, consequently causing compression of the nerve.

Manufacturer narrative:
(B)(4): this part is not approved for use in the united states; however a like device catalog # 54840006540, 510k # k091974 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.